Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break and difficulty closing the foot were confirmed based on the returned device condition. The reported cracking noise and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that mishandling of the device during unpacking contributed to the observed break of the guide, which would be consistent with the reported cracking sound. This type of break to the guide would not be evident until the foot is deployed, such that the actuator wire pushes the distal guide forward and would compromise the foot functionality which subsequently contributed to device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a proglide device after an interventional procedure. Reportedly, a slight cracking sound was heard when the proglide package was unwrapped. The main body of the device was examined and it was determined that it was in good appearance. When the lever was lowered the foot could not be closed to remove the device. Angiotomy was performed to remove the device. After removal, it was found that the front end of the suture and the stainless steel connection were broken. Hemostasis was achieved via surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.